Event description:
It was reported that medical attention was sought on (B)(6) 2019 around 9:00am. End-user alleges that the meter gave a result of 47mg/dl and stated she felt ill and went to urgent care. She was then transported to the ER. End-user stated she performed a bgt with her prodigy meter and received a result of 47mg/dl. End-user stated she took her tradjenta and invokana medications before going to the urgent care due to the low reading and feeling dizzy and wheezing. End-user stated that she is unsure of what her normal readings should be due to her belief that the meter has been reading lower than it should. End-user was using one touch test strips which are not compatible with the meter. She stated that the dr. At the hospital said her medications needed to be changed but did not specify which medications that would be. At the time of the call the end-user had not yet been discharged from the hospital and the last bgt result taken the night before this report on (B)(6) 2019 for her was 267mg/dl. She is being treated at (B)(6) located at (B)(4).